Event description:
Information was received that the patient had their generator only explanted today. It was noted that the patient crawls all over the floor and has a skin break down at the generator site. The surgeon noted the site was not infected however he¿s taking precautions and starting patient on a course of antibiotics. The implant form also noted "infection" as the reason for replacement.

Manufacturer narrative:
Device evaluation is not necessary as the pocket erosion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient is having their generator explanted because the patient crawls on the floor and per the surgeon this has caused skin break down at the generator site. The surgeon stated that it was not infected but the physician is taking precautions and starting the patient on antibiotics. No surgical intervention has been reported to date. No additional relevant information has been received to date.